Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that leaking alaris aads filter.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material: 10010454 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 10010454, batch#: unknown. It was reported by the customer that leaking alaris aads filter. Rcc received a complaint via email. Incident or problem information: ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2024, type of incident/problem: failure (i.e. While preparing for, in use, after use), level of harm: no apparent harm - reached the patient/person -- inconvenient no apparent, harm - reached the patient/person -- inconvenient, ahs optional report to cmdsnet (health canada): incident details: leaking alaris aads filter, who was affected? Patient. Device information: device name/description: set alaris pump lo-sorbing pe lined 0.2 micron filter 1 smartsite, valve 115 inch pv 26ml, manufacturer: xxx, manufacturer code/model: 10010454, serial or lot number: unknown, expiry date: unknown, supplier: xxxx, supplier/catalogue number: al10010454, is the device retained? Yes, number of devices: 1, wiped, contained, labelled? Wiped, doubled bagged (if consumable), and labelled as per instructions.